Event description:
It was reported that the device was presenting with a double beep with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no tamper sticker present / real label was removed. Functional testing found the pump is double-beeping on startup without test cassette installed. Upon inspection, the nub on the downstream occlusion sensor appears to be damaged. Replace damaged down stream occlusion (dso) sensor. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).